Event description:
During preventative maintenance of the device, the user reported the level sensor did not function as expected. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.